Event description:
During an atrial fibrillation ablation procedure, after the transseptal puncture, when the sheath was purged again with the syringe, air bubbles were observed from the valve. The device was replaced and the procedure was successfully completed with no adverse consequences to the patient.

Manufacturer narrative:
. One 8f swartz braided introducer sheath was received for evaluation. Functional testing determined a leak was noted in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. A puncture was noted in the proximal seal. Tearing, resulting in a hole, was noted in the distal seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the damaged seals and subsequent leak remains unknown. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.